Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. However, the insulin pump passed basic occlusion test and displacement test. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the o-rings were farther down than they should have been. Customer's blood glucose was 45 mg/dl. Device was unable to exit the preparing to prime loop. After troubleshooting, customer was advised the device will be replaced. Customer agreed to return the device for analysis.